Event description:
A surgeon reported having a pt whose lenses have shifted following bilateral intraocular lens (iol) implant surgeries. The shifting has caused refractive problems. Add'l info has been requested. There are two medical device reports associated with these events; this report is for the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional information was requested on 05/12/2011 and 05/24/2011 by fax, mail and phone. Add'l info was received on 05/12/2011 by phone. A completed questionnaire has not been received. (B)(4).